Manufacturer narrative:
Concomitant medical products: cook quattro extraction balloon, unknown rpn. Cook fusion wire lock, unknown rpn. Erbe electro surgical unit. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Another possible contributing factor to wire guide damage is if the wire guide lumen is not flushed prior to wire guide advancement. The instructions for use also states, "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first." Prior to distribution, all fusion® pre-loaded with acrobat wire guides are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook fusion® pre-loaded with acrobat wire guide. The catheter was flushed with saline at the wire-port. The guidewire advanced without difficulty, then locked on a cook fusion wire lock. During the removal of the catheter, it was noticed (endoscopically) a black stripping of the guidewire [coating damage]. After removal of the sphincterotome, a cook quattro extraction balloon was advanced down over the guidewire. It met resistance at the peeled wire portion of the guidewire. At this point, the physician removed the guidewire and balloon and performed a procedure with another cook fusion omni-tome loaded with a met wire without difficulty [lost wire guide access]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.